Event description:
Heli-fx endoanchors were used in a revision of a prior infrarenal endovascular aneurysm repair procedure to address a late type 1a endoleak with a gore excluder endograft. The proximal neck was angled and the endograft nominal diameter and proximal neck diameter were both noted to be 28 mm. After otherwise unremarkable placement of three of four endoanchors, it was noted that there appeared to be an air embolus within the endograft. During deployment of some of the anchors, the tip of the heli-fx guide was firmly pressed against the inner lumen of the endograft. Following this discovery, the physician was instructed to retract the heli-fx applier a short distance slowly, and then straighten the guide such that it was no longer in contact with the endograft, prior to fully removing the applier. Using this technique add'l endoanchors were deployed in the procedure. Following the anchoring procedure, the physician performed aspiration and removed the majority of the air embolus from the endograft. Any air remaining after aspiration was believed to be of no risk to the pt. Final angiography demonstrated successful resolution of the type 1a endoleak.

Manufacturer narrative:
Based on the reported details of the procedure, it is plausible that the air embolus was related to the heli-fx guide; however, this cannot be confirmed as other intravascular devices had been placed prior to, or were in place at the time of anchoring.